Event description:
This is a spontaneous report by a consumer from the (B)(4) of break in aseptic technique, fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by cloudy drain, fever and abdominal pain. The cause of the peritonitis was a break in aseptic technique. The patient was hospitalized on (B)(6)2010 for the peritonitis. The patient was treated with antibiotics. Pd therapy was ongoing. The peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.